Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as it was sent for blood culture at healthcare facility. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx29mm implanted in the mitral position was explanted after an implant duration of eight (8) years and ten (10) months due to calcification leading to severe regurgitation and severe stenosis with a mean gradient of 22 mmhg. Two of three leaflets were observed to be immobile on pre-operative transesophageal echocardiography (tee). As reported, patient presented shortness of breath when supine. A 29mm mitris resilia valve was successfully implanted in replacement with a post-operative mean gradient of 1 mmhg. Patient outcome was reported as to be good.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date), h6 (device code). Updated: h6 (investigation findings, investigation conclusions). H10 manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Image were provided for investigation. As per image evaluation, customer report of calcification, stenosis, regurgitation and immobile leaflets were unable to be confirmed through visual observation. X-ray analysis is needed for evaluation of the calcification. Two color pictures of an explanted valve were provided. Both pictures showed the outflow aspect of the valve, img.1 is a top view and img.2 is a lateral view. As per the pictures provided, it was observed moderate host tissue overgrowth encroached onto the tissue and into the orifice on all leaflets at different extend. Three black sutures remained attached to the sewing ring around the valve. Sewing ring cloth is observed cut in multiple areas around the valve. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.